Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mcs tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint of "clear plastic split and started splitting into the dark grey plastic". The mcs tip cover accessory was found to have tearing at the distal end. The tear was axially aligned with the mcs tip cover accessory, measured 0.205" in length and reached into the grey silicon area. Tears at the mouth are most commonly used by repeated thermal and mechanical stress. Part #400180-14/lot #m91191111, mcs tip cover accessory, does no show in the logs due to the part being an accessory. Therefore, an accessory log review of the product related to the complaint cannot be performed. No image or video clip for the reported event was submitted for review. No other complaints related to this event have been reported. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the mcs tip cover accessory had a tear on the grey part of the accessory, which could lead to arcing. Although no arcing was seen and no patient harm, adverse outcome or injury occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a split starting from the clear end and extending into the dark grey area of the monopolar curved scissors (mcs) tip cover accessory was noted. The site was completing the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator at the site and obtained the following additional information: the accessory was inspected prior to use and was appropriately installed without electrolube. No smoke, sparks or arcing was seen during the case. The surgeon believed that the cause of the mcs tip cover accessory tearing was due to normal use. No pictures or videos were available for further review. There was no patient information available.